Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the components processed with those sterilization #s. Therefore, all the products with these lot #s have been properly sterilized before being placed on the market. No additional details were available on this post-operative issue, specifically pre-operative x-rays related to the revision surgery were requested to the complaint source, but they were not available. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that check of the sterilization charts highlighted no anomalies on the components sterilized by the above-mentioned ster. #, we can state that the event was not product related. Pms data. According to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is 0.069%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2021, due to implant loosening caused by infection and bone graft resorption. All glenoid components and the humeral liner were removed: smr glenoid peg tt s/std/l #m (product code 1375.14.662, lot #1806657 - ster.1800185). Smr glenoid baseplate standard (product code 1375.15.610, lot #1818347 - ster. 1900044). Smr connector small std (product code 1374.15.310, lot #2000449 - ster. 2000070). Smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot #2013168 - ster. 2000245) - product not marketed in the us. Smr reverse hp liner short (product code 1365.09.010, lot #2005614 - ster.2000199) - product not marketed in the us. Cortical bone screw d.4,5 l.20mm (product code 8431.15.020, lot #1917841 - ster. 1900386). Cortical bone screw d.4,5 l.50mm (product code 8431.15.050, lot #1802058 - ster. 1800068). A hemi prosthesis was placed in. Patient is a male. History of shoulder surgeries is the following: primary surgery performed on (B)(6) 2017, due to cuff failure/osteoarthritis; first revision surgery took place on (B)(6) 2020, due to implant loosening. The event was registered as complaint #(B)(4); second revision surgery performed on (B)(6) 2021, due to infection (hereby reported). Third revision surgery took place on (B)(6) 2022. It is the second-stage planned revision surgery: the hemi prosthesis was converted to reverse. The event is registered as complaint #(B)(4). Event happened in (B)(6).